Event description:
The plate broke four months after surgery. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the returned plate is broken. The measurable dimensions of the returned plate were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with the ao/asif specification and within the international standard iso 58321/d (1.4441). We are not able to determine an exact cause of this occurrence as no clinical details were provided. The fracture face is homogenous which indicates material conformity. We can only assume that there was a complication during the healing process which caused the breakage. It is concluded that this complaint is indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Submitted in error, duplicate complaint.